Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor's office and speaking with nurse due to meter result and symptoms related to diabetes: sweaty. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer reported feeling sweaty; customer stated that she was able to continue with the call. Customer stated that she tested prior to calling and had obtained a result of 58 mg/dl non-fasting; customer stated she had called the doctor's office and spoke with the nurse. Per customer, the diagnosis was low blood glucose and nurse had advised customer to monitor her glucose. Customer stated that she just ate a yogurt and a pop tart and her blood glucose is going up. The customer's expected blood glucose test result range was not provided. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/16/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 23-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.